Event description:
It is reported that patients using the igabc catheter experienced symptoms of phlebitis within 1¿2 days after insertion. Detailed incident occurrence: patients using the igabc catheter experienced symptoms of phlebitis within 1¿2 days after insertion, with an account name reporter¿s mobile number (china only) detailed incident description very high rate of adverse events occurring in nearly 100% of cases. Detailed serious injury: patients developed swelling, redness, and hardness around the insertion site; some also had discharge at the catheter site. Detailed course of treatment: the patient could not maintain the catheter and had to have it replaced. Some cases also required the use of topical antibiotics. Detailed exposure: no confirmed exposure to blood; some cases presented with local discharge at the insertion site. Detailed medical intervention: yes ¿ medical intervention beyond first aid was required (catheter removal and replacement; some cases required topical antibiotics). Detailed safety issue: this is considered a safety issue due to the unusually high incidence rate (~100%) and consistent occurrence of phlebitis symptoms following catheter insertion. Detailed other actions taken: an on-site assessment was conducted to verify the complaint, and photographic evidence was collected for documentation and further investigation. On (B)(6) 2026: regarding serious injury confirmation: at this stage, I am unable to confirm whether any serious injury occurred. In most of the reported cases, patients developed signs of phlebitis within the first 1¿2 days post-insertion, and the nurse removed/replaced the catheter at that point. No progression to more severe complications such as abscess or septicemia has been documented. On (B)(6) 2026: was there a product quality issue or is this related to customer use? The issue was observed across the entire IV team at the department, including all nurses and the lead IV team physicians. Our clinical specialist, field representative, and distributor sales staff were present on-site and directly observed the insertion technique; no procedural concerns were identified. The failure occurred within 1¿3 days post-insertion, not immediately. We are currently working closely with the hospital to investigate and narrow down the root cause. The investigation is now at the cross-check stage to determine whether the infused medications may be a contributing factor.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.